Event description:
It was reported the atrial lead demonstrated poor sensing and apparent oversensing at the time of device change out. Upon entering the pocket, it was discovered the outer insulation had "rubbed off" the atrial lead and the pace/sense portion of the right ventricular lead in an area where the leads were in close proximity. Both leads were repaired with a splice kit and tested within normal results. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.